Manufacturer narrative:
Investigation included customer interview and case review. Investigation of this case revealed that the cause of the hyperglycemia was unclear, as historical alerts were not visible to the user for confirmation. It was concluded that the event was user-reported hyperglycemia with an undetermined cause, possibly related to interrupted insulin delivery through an infusion site issue, with resolution after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with the user later noting a suspected infusion site issue overnight and performing a full supply change after which glucose values regulated. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention or hospitalization.